Event description:
Arrived in the home to do cvad maintenance. Appeared to be either 100% air or 100% fluid. No air bubbles seen. Writer removed the current cap, then attached flush syringe with new primed cap and writer pulled back. Writer noted air come into the syringe with no resistance and then small fluid with air in between. Client states he also had air in his line last week and had to go into cci for maintenance. Line removed

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The hemo cath catheter was returned for evaluation with the end caps in place and an orange "do not use" sticker on the arterial extension. The device was flushed and aspirated, no leaks or other issues were noted. The end caps appear to be injectable end caps. Under magnification a crack was noted on the septum portion of the cap. A pin was run across the septum perpendicular to the crack, revealing the crack is actually a hole. Water was then inserted into the opposite end of the end cap and was noted to leak from the hole in the septum. The end caps provided by medcomp in the insertion kits are one time use, are not meant to be injected through and should be replaced after each treatment. If this was followed, the end caps provided in the kits could not be a contributing factor of the air bubbles in the extensions. The contract manufacturer conducted a review of the manufacture records. Their investigation revealed the devices were manufactured and inspected according to specification with no non-conformances or abnormalities. Similar issues were reported by the same facilities from (B)(6) 2021 to (B)(6) 2021. Most of those devices were also not returned for evaluation as they remained implanted. The reporting facilities in those complaints report the issue was resolved when the end caps were replaced. It was determined at that time the root cause of these issues was related to the end cap and not the catheter. Medcomp advised reporter at that time that the manufacturer of the end caps should be notified of the event. As the evaluation of these latest complaints has again revealed the root cause is the end cap and not the catheter, medcomp again advised that the manufacturer of the end cap be notified of these events. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.